Manufacturer narrative:
The returned sedline module was evaluated. During evaluation the unit passed all visual and functional testing. The unit was determined to be functioning as designed.

Event description:
The customer reported psi values were sometimes high in sedated state or low in wakefulness state. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sedline module was evaluated. During evaluation the unit passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Updated to include the customer's zip code as it was previously omitted.

Event description:
The customer reported psi values were sometimes high in sedated state or low in wakefulness state. No consequences or impact to patient were reported.